Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient (B)(6) was given an implanted port for non-invasive needle placement and the nurse found a crack in the connection between the port and the positive pressure connector and replaced it. No direct injuries were made." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "patient 04-02 was given an implanted port for non-invasive needle placement and the nurse found a crack in the connection between the port and the positive pressure connector and replaced it. No direct injuries were made." No other information was provided.